Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in person device interrogation, historical measurements of high threshold were noted on the right atrial ( ra) lead. The current ra lead threshold value was stable and within normal limits. The ra lead remains in use. No patient complications have been reported as a result of this event.